Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. After resetting the pump to clear the alarm, a minimum fill notification occurred during the load sequence. Customer did not recall that amount of insulin that was used to fill the cartridge. Customer added more insulin to resolve the issue. Customer¿s blood glucose level was 122 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified; the alleged malfunction issue was verified.